Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation to the right side of her pain pattern. It was also reported the patient's scs lead had migrated to the left. As a result, the scs lead was explanted and replaced. Effective stimulation was restored following the surgical intervention.